Event description:
Healthcare professional reported "capsular contracture baker grade IV, suspected/actual rupture/deflation" via nbir. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The reason(s) for reoperation are: ¿capsular contracture baker grade IV and rupture. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV, suspected/actual rupture/deflation" via nbir. This record is for the right side. Device has been explanted.